Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
The patient was admitted to the hospital for left kidney and bladder stones more than one month after surgery. Transurethral holmium laser lithotripsy for bladder stones under general anesthesia, and percutaneous nephroscope holmium laser lithotripsy for left kidney cast stones. In this hospital, the ureteral stent was removed under cystoscope. During the operation, the ureteral stent was broken when the ureteral stent was taken to the external urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital for left kidney and bladder stones more than one month after surgery. Transurethral holmium laser lithotripsy for bladder stones under general anesthesia, and percutaneous nephroscope holmium laser lithotripsy for left kidney cast stones. The ureteral stent was removed under a cystoscope. During the operation, the ureteral stent broke when the ureteral stent was taken to the external urethra.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "stent breaks during removal" . A potential root cause for this failure could be due to "material selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the ureteral stent product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
The patient was admitted to the hospital for left kidney and bladder stones more than one month after surgery. Transurethral holmium laser lithotripsy for bladder stones under general anesthesia, and percutaneous nephroscope holmium laser lithotripsy for left kidney cast stones. In this hospital, the ureteral stent was removed under cystoscope. During the operation, the ureteral stent was broken when the ureteral stent was taken to the external urethra.